Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). Concomitant medical products: part: 113632, lot: 493410, comprehensive primary stem 12mm mini. Part: 118001, lot: 470680, comprehensive standard taper adapter. Part: 113053, lot: 550880, comprehensive modular head 50x21x57. Part: pt-113950, lot: 286110, porous titanium hybrid glen post regenerex. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-01702 / 01704, 01706 and 01708.

Event description:
It was reported that the patient underwent a right total shoulder arthroplasty. Clinical follow-up six weeks post-op, reported patient experienced pain, mild supraspinatus and greater tuberosity tenderness, triceps tenderness, and impingement. Subsequently, erythema was observed at the proximal aspect of the incision thirty-two days post-operatively, and was reported to have resolved after forty-five days. Clinical follow-up three months post-op reported patient experienced instability, ongoing pain, and mild incision tenderness. Clinical follow-up approximately one year post-op reported the patient experienced bicep and deltopectoral tenderness, ongoing pain, and heterotopic ossification formation. There has been no revision reported to date, and no additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided, however, information was received that the patient does heavy lifting at work which may have been a contributing condition. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.